Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a battery failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a battery failure occurred. A philips authorized service provider (asp) went onsite and confirmed the reported issue. The philips asp replaced the battery to resolve the reported issue. The philips asp replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a battery failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a battery failure occurred. Onsite service is currently pending. Device evaluation and repair are pending.

Manufacturer narrative:
E: (B)(6).